Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. Internal and external inspection revealed fluid intrusion. Technician checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite; readings go to their proper infinite value when the pump assembly is disconnected. Voltage verification at j3 (pump assembly) had voltage supplied however the pump assembly did not activate. Evaluation was terminated due to fluid intrusion and no test article can be used due to possible contamination of equipment. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly preventing it from activating resulting in the earth leakage. The cause for the earth leakage was determined to be caused by a wet compressor. Device will be scrapped.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.